Event description:
Boston scientific received information during a clinic visit the patient reported beeping tones and a red screen alert was discovered that noted this device has declared end of life (eol) and should be changed out immediately. The last device check was over six months prior and at that time the device had approximately 80 percent longevity remaining. The patient reported never receiving any shock therapy. Technical services (ts) was consulted and requested the device be re-interrogated to confirm the eol status. Also noted were fault codes for charge time out (CT), and early battery depletion measurement (bd). The device data download was completed which confirmed zero shocks were given and the battery status was at eol. Ts recommended the patient not leave the clinic without some other method of arrhythmia protection (life vest). Ts noted this device was part of the high cathode advisory, population number two issued on (B)(6) 2011. Also noted during review of the stored electrogram before implanting a new device, sensing configurations were discussed with ts. Ts noted the alternate vector showed inappropriate oversensing (double detection) on both strips during normal sinus rhythm. The primary vectors both showed appropriate sensing. The device memory was received by ts and reviewed. The device had declared eri four months ago and would have started beeping at that time. It appears zero shocks were recorded. The last device follow-up was over six months ago, the battery status was at 71 percent remaining. The device had all of the latest software updates. The device was explanted the next day and sent back for detailed analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.